Event description:
Terumo medical corporation received the following information: it was reported that the procedure was a gi bleed, access was femoral, target lesion was the distal small branch of inferior mesenteric artery (ima), and four vessels accessed. This was a repeat angiogram and attempt to stop bleeding from the inferior mesenteric artery (ima). Patient was accessed via right femoral and a 6fr pinnacle sheath was inserted. A rim catheter was advanced into the ostium of the inferior mesenteric artery (ima). After imaging was obtained, a 2.4fr 130cm straight progreat and the glidewire gt-r were advanced into the ima. Multiple small vessels were investigated requiring shaping and reshaping of the gt-r. When we reached distal, tiny branches, we found it necessary to trade to a .014" izanai wire due to spasm. Eventually 2 azur .018" cx coils were deployed. The groin was closed with a 6fr angio-seal. At follow-up, the patient was no longer experiencing bloody stool. Additional information was received on 16may2026: there was a spasm, however the physician felt that the product was not to blame as the .014 wire barely passed into it. They believe it was not a product issue however, rather a tiny vessel that was already prone to spasm due to the bleed. The patient was released without complication and the gtr was the wire that allowed us to get access to the vessel when other wires did not get us there. The physician felt the wire performed above expectations and did not feel it was to blame for the spasm.